Manufacturer narrative:
This report is being filed for additional information in b5.

Event description:
It was reported that boston scientific technical services were contacted to evaluate three spikes of high, out of range (>125 ohms) shock impedance from the right ventricular (rv) lead. It was recommended to perform in-clinic maneuvers and defibrillation threshold testing (dft) to verify the rv lead integrity. Several months later, technical services was contacted again and the rv lead exhibited high, variable shock impedance (between 200 and 50 ohms). Lead integrity testing was discussed again. Exhaustive attempts were made for additional information regarding the event resolution, but was never received. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that boston scientific technical services were contacted to evaluate three spikes of high, out of range (>125 ohms) shock impedance from the right ventricular (rv) lead. It was recommended to perform in-clinic maneuvers and defibrillation threshold testing (dft) to verify the rv lead integrity. Additional information has been requested regarding the event resolution, but has not been received. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.